Event description:
It was reported that the bd insyte¿ IV catheter tip was damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "before use, a catheter tip was damaged."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-11. H.6. Investigation summary five photos and one sample were received by our quality team for evaluation. Upon visual inspection of the photo it was observed that a silver like foreign matter was on the tip of the cannula; however, when the sample was investigated there no abnormality observed on the tip of the catheter or cannula. The incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Since the incident could not be verified, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter tip was damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, a catheter tip was damaged."